Event description:
The device was removed due to "autoinflation", secondary to an "inability to deflate; suspected release valve failure". As reported to co, the entire device was removed and replaced with another 3-piece inflatable penile prosthesis.